Event description:
Initial calcium result of 11.5 mg/dl. Same sample repeated recovered 9.8 mg/dl. Same sample repeated the next day also recovered 9.8 mg/dl. A second, different sample gave initial result of 10.6 mg/dl, same sample repeated, result was 9.0 mg/dl. Initial results were not reported. If additional information is received, appropriate notification will be provided.